Manufacturer narrative:
Investigation completed 07/03/17. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 21oct16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "slip" or "slippage" for this product family (a3059) shows that five additional complaints were received. No new design or manufacturing trends have been identified. The device was inspected and found to meet all specifications and requirement. Could not confirm reported failure mode listed in the complaint, the units functioned to all requirement and specifications listed in the skull clamp inspection procedure (1101). Per the service report, the unit did require general cleaning and maintenance prior to evaluation.

Event description:
This is the second of three complaints (similar problem, product, different incidents). Linked to mfg report numbers: 3004608878-2017-00160 (previously reported), and 3004608878-2017-00181. It was reported that there was a total of three slips/lacerations. Attempts for additional information was requested, and on 01jun2017, the following was provided by the customer. On (B)(6) 2017, a (B)(6) male patient underwent a posterior fossa decompression procedure. No stereotaxy device was used. The patient was in the prone position and did not have to be repositioned during surgery. The mayfield clamp (serial number (B)(4)) along with the integra adult disposable skull pins (a1083, lot number was unknown) was applied. The length of time the product was in use before the event occurred was unknown. The patient¿s injury was reported as an abrasion to the head (location and length unknown). The action that was taken after the problem event occurred was that the skull clamp was taken out of service. Patient outcome is unknown. Lot number of the skull pins were unknown. The skull pins are not available to be returned for evaluation.